Event description:
Reporter alleged customer's blood glucose on the advantage system of 111 mg/dl while drowsy, sleepy, lethargic and unable to eat. Reporter stated emt's measured customer's blood glucose approx 15 minutes later as 33 mg/dl on a professional meter and treated customer with glucose. Reporter stated customer was transported to hosp and treated with an unknown IV. A request was made for the return of the suspect device and replacement product was sent.